Event description:
The customer reported that the system locked up during cine play back. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge, image processor board, and video cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.